Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the pump was returned to mmdg for investigation, the pump pcb board had failed, which caused the up and down occlusion alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter states that the pump failed the up and down occlusion tests. They stated that the pump would not build pressure as expected. The initial reporter stated that this occurred during testing and no patient had been affected. (B)(4).